Event description:
As reported, the pressure tubing detached from the z-site during use in surgery. Some bleeding occurred (quantity not specified) but no actual injury was reported.

Manufacturer narrative:
The product is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
One single dpt was returned for evaluation. The pressure tubing was found detached from the solvent bond joint with distal sample site. Indication of bonding solvent was present on a small part of the tubing bond area. There was no residual bonding solvent present at the sample site tube housing. It appeared that the tubing detachment might have been caused by inadequate bonding solvent at the bond joint. An investigation is currently open to determine the root cause of the detachment and implement any necessary corrective actions.